Event description:
The customer stated that she noticed a greenish color fluid leaked from the coulter lh 750 hematology analyzer. The volume of leak was about 20 mls and was not contained within the unit. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated in connection with this event.

Manufacturer narrative:
The field service engineer (fse) found a pinhole in the tubing through vl25a that is used to prime the reservoirs for the slide maker. He replaced the tubing through the pinch valve that fixed the leak. (B)(4).